Event description:
It was reported that the customer experienced a low blood glucose level of 35 mg/dl. The customer also received low battery alarms and a battery out limit. The customer was sent a replacement battery cap and was advised to call back if the issue continues or to revert to back up plan if needed. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).